Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks and the physician questioned if one of them was inappropriate. Review of the episode indicated that fibrillation was detected right after the initial shock so a second shock was delivered and the device was indicated to have performed as intended. The device remains in use. No further patient complications have been reported as a result of this event.